Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with the event. The customer reported the sample collection plasma tube was approximately half full instead of completely filled. The tube was identified as a partial or short draw volume. Short samples are known to affect immunoassays by modifying blood to additive ratio. Therefore, user error is a cause of this event. The customer did not follow the instructions for use (IFU) and the clinical laboratory standards institute (clsi) guidelines for preanalytical sample handling. The hstni instruction for use (IFU) document, part number c09448c, instructs users as follows: ¿the role of preanalytical factors in laboratory testing has been described in a variety of published literature. To minimize the effect of preanalytical factors observe the following recommendations for handling and processing blood samples [¿] follow blood collection tube manufacturer¿s recommendations for centrifuge¿. Additionally, as per clsi [clinical and laboratory standards institute] guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. 4th edition, ¿if less blood than required is drawn, the excess amount of additive has the potential to adversely affect the accuracy of test results.¿

Event description:
On (B)(6) 2020 the customer reported that a non-reproducible elevated troponin I (access high sensitivity troponin I) result had been generated on the customer's dxi 600 access immunoassay system (part number a71460 and serial number (B)(4)). The initial elevated troponin I result of 31.1 ng/l was reported out of the laboratory. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was administered anti-coagulant and anti-platelet treatments (specifics such as medication names or doses not provided). There was no report of additional injury to the patient in association with this event. No additional information is available at the time of this report. Calibration and quality control were passing within specifications at the time of the event. The sample was collected in a lithium heparin plasma tube. Information regarding tube volume and tube manufacturer were not provided. It was noted the sample tube was approximately half (50%) full (not completely filled). The sample was centrifuged at 3500 revolutions per minute (rpm) for 10 minutes at room temperature (specific temperature not provided).